Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation ¿ additional. H6: investigation findings - additional.

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Receiver charge and boot tests were performed and failed due to receiver damaged/defective usb connector. Functional tests were not performed due to receiver damaged/defective usb connector. An internal visual inspection was performed and passed. The log was not downloaded and reviewed due to usb connector damaged, receiver unable to review log or test. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.